Manufacturer narrative:
While the returned device passed all function testing, the visual examination of the device revealed slight galling on the inner shaft. Metal particulates were swabbed from the inner shaft and inside the outer shaft hub. The galling marks on the device indicate excessive lateral or "side-loading" of the device. This can cause damage to the device and the emission of metal shavings can occur. Stryker sustainability solutions' instructions for use states, "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates." The device history record for the returned device indicates that the burr passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a knee arthroscopy the arthroscopic blade was producing metal shavings. Not all of the shavings were removed. No patient injury was reported.